Event description:
It was reported that the customer administered too big of a bolus due to inputting the incorrect carbohydrate amount into their pump. The customer's blood glucose (bg) level subsequently decreased to 47 mg/dl. The customer became unconscious due to the low bg and received third party assistance from emergency medical technicians (emts), who administered intravenous therapy (IV) of glucose to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.